Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump touch screen became shattered in the customer's pocket. Customer is unable to access the pump touch screen due to the damage. Customer's blood glucose was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.